Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was occasionally unresponsive. And experienced difficulty loading cartridges onto the pump. There was no reported impact to the customer's blood glucose level. No additional information was provided.